Event description:
A couple of days after placing a drainage catheter, the catheter perforated the colon. The physician stated that this could be caused by the inflamed tissue and it is not due to the product. The complaint catheter was discarded. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). This event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, documentation, instructions for use (IFU), quality control, and an inspection of unused product were conducted during the investigation. The customer returned 6 unused unopened devices. The complaint device was not returned for investigation. There is no evidence to suggest that this product was not manufactured to current specifications. The device is packaged with IFU which gives device description, warnings, precautions and instructions for proper use for the device. Based on customer testimony it is likely that patient condition and anatomy contributed to this event. We have notified the appropriate internal personnel and will continue to monitor for similar events.

Event description:
A couple of days after placing a drainage catheter, the catheter perforated the colon. The physician stated that this could be caused by the inflamed tissue and it is not due to the product. The complaint catheter was discarded. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.